Event description:
It was reported that the user dropped the ilet, the connector broke, and subsequent attempts to restart and prime resulted in alert 38 motor stalls and repeated ¿unable to proceed¿ messages; the user transitioned to multiple daily injections and later received a replacement ilet, which was set up with a dexcom g7 and resumed insulin delivery. Symptoms included hyperglycemia with a reported blood glucose of 244 mg/dl after breakfast. Outcomes included temporary interruption of insulin pump therapy and use of alternative insulin administration until replacement setup. Investigation included customer service troubleshooting, guided reboot attempts, dry run, pump shutdown, sensor pairing, tubing fill, infusion set insertion, and delivery resumption. Investigation of this case revealed consecutive motor stalls consistent with a damaged connector and stalled pump motor function. It was concluded that device malfunction related to impact damage led to motor stall alerts, and normal operation was restored with replacement hardware. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.